Event description:
Customer reported he noticed insulin on the reservoir compartment window when conducting troubleshooting for no delivery alarms. Customer's blood glucose was 205 mg/dl. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible on the device. Customer did not notice any other alarms on the device besides no delivery alarm. Self test was performed on the device and it passed. Customer was advised to monitor the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-61826.